Event description:
A 3.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lesion located in a vein graft. Lesion morphology is unk. Unk if vessel was pre-dilated. The device was advanced to the lesion site. It was then reported that the stent was not visible on the screen. The stent was reported found on the procedural table. Three other endeavor stents were deployed and visible on the screen. No clinical sequelae were reported and the patient is fine. The un-deployed stent was returned. The stent segments were stretched and damaged in the mid section. The delivery system was not returned. Recreations have shown that contact between glove and stent pinch force applied during removal from the hoop, results in the stent displacing distally as seen on the returned device.